Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  delivered inappropriate shocks for what the physician believes is fast ventricular rate with atrial fibrillation, recuring hospitalization. One of the shocks sped up and disorganized the patient's arrhythmia. The patient was reprogrammed to ddir, and vt detection and beta blockers were increased. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product. 5076, implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was removed and a new device was implanted.